Manufacturer narrative:
H10: reassessment of this incident found it not to fulfill reporting criteria. Inappropriate device alarms/ alerts that occur in the absence of a device problem would not be likely to cause or contribute to death or serious injury. A problem with the alarm/ alert may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report. The device was returned for evaluation, however, the reported event could not be confirmed. A visual inspection found no defects. A functional evaluation found no faults. The device performed within expected parameters. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. Probable cause of the reported failure could include kinks, blockages, failed component, or user error. The instruction for use offers further guidance. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the renasys touch device goes into alarm and displays the message "full canister" when the canister is not full. It is unknown if there was a delay and how the treatment was completed. No patient harm reported.